Event description:
This device is at eri indication and has met longevity estimates. The patient elected to have the entire system explanted and not replaced on (B)(6) 2014. There are no known complaints associated with the functionality of this system. There are no adverse events reported for this patient. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the device interrogation revealed the battery status eri. A number of 54 charging cycles was documented. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. The ICD was implanted for 67 months; 54 charging cycles were documented in the ICD¿s memory. The amount of charge taken from the battery was verified. The battery condition was found to be anticipated. In summary, the ICD was fully functional. The eri battery status was anticipated.